Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature-sensing foley catheter was removed from the patient who complained of discomfort and cuffing was observed on the photo sample, which caused discomfort during removal. It was stated that 2 of the patients experienced discomfort. As per additional information received via email on (B)(6) 2022 , customer stated that they still continued to see riskonnect entered that their patients were reporting painful removal of the foley, and a ring was identified at the tip of the catheter on removal. No medical intervention was reported. As per additional information received via email on (B)(6) 2022 , stated that there was a ring around the tip which was trauma or bleeding or pain to patients upon removal. They had 2 riskconnect placed on (B)(6) 2022 and (B)(6) 2022 previously for 2 intensive care unit patients. Stated that there was another report of a patient at that time, but this was not entered in risk connect. There were then 2 new risk connect entered that morning for 2 spine patients for (B)(6) 2022 with the same event. All patients had a procedure that event in the operating room and it was believed that those foley were placed intra-op. The foley was sequestered that morning and the lot number read lot# ngfy4396 and when they opened the new foley that day and compared the lot number from the outside of the box and what the foley said lot# ngfx4867 both had different lot numbers.

Event description:
It was reported that the temperature-sensing foley catheter was removed from the patient who complained of discomfort and cuffing was observed on the photo sample, which caused discomfort during removal. It was stated that 2 of the patients experienced discomfort. As per additional information received via email on 21oct2022, customer stated that they still continued to see riskconnect entered that their patients were reporting painful removal of the foley, and a ring was identified at the tip of the catheter on removal. No medical intervention was reported. As per additional information received via email on 01nov2022, stated that there was a ring around the tip which was trauma or bleeding or pain to patients upon removal. They had 2 riskconnect placed on (B)(6) 2022 and (B)(6) 2022 previously for 2 intensive care unit patients. Stated that there was another report of a patient at that time, but this was not entered in risk connect. There were then 2 new risk connect entered that morning for 2 spine patients for (B)(6) 2022 with the same event. All patients had a procedure that event in the operating room and it was believed that those foley were placed intra-op. The foley was sequestered that morning and the lot number read lot# ngfy4396 and when they opened the new foley that day and compared the lot number from the outside of the box and what the foley said lot# ngfx4867 both had different lot numbers. The outside of the box showed ngfx4867 and inside foley had a lot number of ngy4396.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.